Event description:
It was reported the device did not alarm when the patient's masimo sensor slipped off her finger. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips field service specialist (fss) went to the customer's site and tested the device. The malfunction could not be reproduced. Tests were carried out and showed no problems. The removal of the spo2 sensor leads to a technical alarm. The system complies with the manufacturer's specifications in the tests carried out and is ready for clinical use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service specialist (fss) went to the customer's site and tested the device. Results of testing showed neither problems, nor any errors detected. The malfunction could not be reproduced. The removal of the spo2 sensor lead; resulted to a technical alarm. The system complied with the manufacturer's specifications in the tests carried out and is ready for clinical use. Although the fss indicated logs were available, further review of the files available confirmed the data provided was not sufficient to complete a technical investigation or to confirm if the alarm functioned as configured and designed at the time of the event. It was noted the user was unclear about the meaning of the technical alarm, so training has been planned for further assistance. Based on the information available and the testing conducted, the cause of the reported problem could not be confirmed as it could not be reproduced. The reported problem was not confirmed. At the time of testing by the philips fss, the device worked to specification with no errors. We can only confirm that the cause of the reported issue could not be determined. Additional user training has been planned. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that on the morning of 22 feb between 9 am and 12 pm, a female pt was being treated at the bedside and the masimo sensor slipped off her finger while the staff was away. No alarm occurred although there was no sensor and spo2 curve was zero. The device was in use on patient at time of event, there was no adverse event reported